Event description:
Procedure type: colorectal. According ot the reporter: when the eea was fired, no staples were deployed. The knife traveled fully and cut two complete donuts but no staples came out. The result was that no anastomosis was created, the colon separated from the rectum and the rectal stump was now opened. It was very difficult to reclose the rectal stump, because it was low in the pelvis, but this was able to be accomplished and a new eea was used to create an anastomosis. Irreversible tissue loss rectal stump had to be reclosed. This was very difficult and a ta 30 was used which did not entirely close the stump because the stump was so low. Incision of 4 inches towards the pubic tubercle. Surgical time was delayed by more than 30 minutes due to the product problem. The pt is still in hospital. No reinforcement material used.

Manufacturer narrative:
(B)(4).